Manufacturer narrative:
Summary of investigation: there are no previous complaints of this code-batch. We manufactured and distributed int he market (B)(4) units of this code-batch. There are no units in our stock. We have not received any sample for analysis. Without any closed and/or defective sample, we cannot carry out an analysis in order to take a decision. As stated in the instructions for use of the product, 'care should be taken to avoid damaging the needle when using the suture material. Always grasp the needle in a section 1/3 to 1/2 of the distance from the fibre attachment end to the needle point, never at the end where the fibre is attached or the needle point. Grasping in the point area could impair the penetration performance and cause fracture of the needle. Grasping at the butt or attachment end could cause bending or breakage.' Batch manufacturing record: reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b.braun surgical requirements. Needle penetration performance result (average 1st penetration) of needles tested of the raw material batches used in this product during production were 0.457 n, 0.446 n and 0.485 n for each needle raw material batch and fulfilled the specification (<0.530 n). Conclusion root cause analysis: it has not been possible to determine the root cause because no samples have been received. Final conclusion: without samples we are not in position of studying if the affected product does not fulfil the specifications. In consequence, a proper analysis cannot be done, and the case is not confirmed due to lack of evidence. Nevertheless, we take note of this incidence and if any sample is received in the future, we will re-open the case and analyse it. Please note that when no samples are received our analysis is very limited. Corrective measures: actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
It was reported an issue with optilene suture. The client stated that during the procedure (osteosynthesis), the needle loses its sharpness, which is a potential risk for the surgeon. Additional information has not been provided.